Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
It was reported by the customer that the stop cock turn dial was missing and when the physical puncture occurred it allowed air into the cavity causing patient harm. Product name: safe-t plus thora-para trays. Patient harm: it was missing the stop cock turn dial, so when the physical puncture and it allow the air in the cavity causing harm to the patient. Patient harm require further intervention: a tube. Date of event: (B)(6) 2022. Additional information received 14-nov-2022. What was the procedure being performed? Thoracentesis. Was there patient harm/impact? Yes, patient required chest tube placement next day due to pneumothorax, and then later transfer to hloc for cardiothoracic surgery. Was the procedure able to be completed, what was done to complete it? Yes, a new kit was opened to obtain the supply with stopcock in place. Do you have any photos showing the reported issue.? Yes. Please use the attached prepaid shipping label to return the affected product. Our quality department will retain the defective unit as it was used for patient care prior to the discovery of missing pieces and did cause harm to the patient.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one photo was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the valve handle is missing therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001451212 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. We are unable to confirm if the handle went missing prior to assembly or during. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and additional training was provided. We sent a quality notification to the supplier, ensuring they are aware of the seriousness of this failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
It was reported by the customer that the stop cock turn dial was missing and when the physical puncture occurred it allowed air into the cavity causing patient harm. Product name: safe-t plus thora-para trays. Patient harm: it was missing the stop cock turn dial, so when the physical puncture and it allow the air in the cavity causing harm to the patient. Patient harm require further intervention: a tube. Date of event: 11-5-2022. Additional information received 14-nov-2022 what was the procedure being performed? Thoracentesis. Was there patient harm/impact? Yes, patient required chest tube placement next day due to pneumothorax, and then later transfer to hloc for cardiothoracic surgery. Was the procedure able to be completed, what was done to complete it? Yes, a new kit was opened to obtain the supply with stopcock in place. Do you have any photos showing the reported issue.? Yes. Please use the attached prepaid shipping label to return the affected product. Our quality department will retain the defective unit as it was used for patient care prior to the discovery of missing pieces and did cause harm to the patient.